Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: four-stage rocket technique: a novel strategy for lead extractions using laser sheaths from the femoral vein journal of cardiovascular electrophysiology. 2024; 35:1701¿1705. Doi: 10.1111/jce.16312 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding lead extractions using laser sheaths from the femoral vein. The authors described a patient who presented to the hospital with infective endocarditis (ie) and a device infection. Blood cultures showed methicillin-sensitive staphylococcus aureus. Transthoracic echocardiogram (tte) revealed presence of lead vegetation. The patient underwent extraction after seven days of antibiotic therapy. After the extraction procedure, and after thirty-five days of antibiotic treatment, the patient underwent an implant of a new subcutaneous ICD. The status of the extracted implantable cardioverter defibrillator (ICD) and leads is unknown. No additional adverse patient effects were reported.